Manufacturer narrative:
(B)(4). Foreign: (B)(4). Medical product: persona vivacit-e partial articular surface cat#: 42518200508, lot# 63449771, persona partial femur cemented cat#: 42558000301, lot# 63522281, customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 10764, 0001825034 - 2017 - 10765, 0001825034 - 2017 - 10766. Remains implanted.

Event description:
It was reported that three weeks after initial knee procedure a patient was experiencing an episode of tendonitis around hamstrings and thigh causing reduced range of motion. Patient was treated with physiotherapy targeted at patella relaxation.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the product was not involved in the reported event. The report should be voided.